Event description:
Hmp vortex arm port inserted on (B)(6) 2011 revealed by fluoroscopy to be severed. Catheter had embolized with a portion in the right side of the heart and a further portion most likely in a right hepatic vein. Foreign body removal procedure required.